Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3758057 and product code 810081. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported patient experienced chronic fatigue, autoimmune disease, lower back pain, knee pain, weakness, groin pain, and joint pain.